Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the stall was due to a motor malfunction. It was reported that a single bolus was attempted to resolve the stall but it failed to do so and the patient was referred to a surgeon for a replacement surgery. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported on (B)(4) 2020 that the cause of the stall was unknown. The pump was replaced on (B)(6) 2020 and the issue was resolved. The pump would be returned to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump stalled yesterday at 09:30. There was no magnetic resonance imaging performed and the logs had not yet been accessed. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.